Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity / malposition of essure device location of device: endometrial cavity / I suspect the coil is misplaced / migrated essure coil"), pelvic pain ("pain pelvic"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included gravida ii, parity 3 and miscarriage. Concurrent conditions included anxiety disorder, major depressive disorder, hypothyroidism, bloating, constipation, urine incontinence, sneezing, right lower quadrant pain, thyroid disorder and depressive disorder. Family history included stroke. Concomitant products included ibuprofen for pelvic pain and abdominal pain as well as ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), betamethasone dipropionate;clotrimazole (lotrisone), colecalciferol (cholecalciferol), colecalciferol (vitamin d3), fish oil and venlafaxine. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sexual intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and on (B)(6) 2016, plantiff underwent a total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the bladder disorder and urinary tract disorder was resolving. The reporter considered abdominal pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet and medical record was received. Events added from pfs- pain pelvic, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, partial expulsion of device, bladder problem, urinary tract disorder, she did not undergo confirmation test. And I suspect the coil is misplaced, migrated essure coil clubbed to previous events. Reporter information, medical history, family history,concomitant drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.